Event description:
It was reported that a patient experienced an acromion stress fracture. The patient has not noticed a decrease in range of motion but has experienced an increase in pain.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. The device remains implanted in the patient. At a two month follow up it was noted via x-rays, ¿a probable stress fracture of the junction of the scapular spine and the acromion. The implant remains well-seated.¿ a device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. A review of the labeling and the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The medical expert¿s opinion received by the study case manager was reviewed: ¿acromial fractures after rtsa are a complication neither uncommon nor negligible. The reported incidence of acromial fractures after rtsa ranges from 0.6% to 15.8%. Nondisplaced fractures, if detected early, can be treated conservatively, as is done in this case: 6 weeks of immobilization with cessation of physical therapy exercises. Wait and see.¿ more information as well as the affected device must be available in order to determine the exact root cause of the alleged event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient experienced an acromion stress fracture. The patient has not noticed a decrease in range of motion but has experienced an increase in pain.